Event description:
It was reported " it was reported that a refill error occurred and it was impossible to input external ECG during use ac2. Therefore, the ac2 was replaced to another pump of not-teleflex". The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint of "impossible to input external ECG" is not able to be confirmed. No iabp part was returned to teleflex chelmsford for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Manufacturer narrative:
(B)(4).

Event description:
It was reported " it was reported that a refill error occurred and it was impossible to input external ECG during use ac2. Therefore, the ac2 was replaced to another pump of not-teleflex". The patient's current condition is reported as "fine".